Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired since this is a stay-in unit. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Baxter performed a trend review and there have been similar reports made to baxter. Baxter will continue to investigate the reported condition through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with a 814:04 failure code. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. During the product evaluation at baxter, it was discovered that failure code 814:04 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.